Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the windpipe during a dilatation of windpipe procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon could not continue to rise as saline was faintly outflowing from the side. The device was then withdrawn from the patient and a hole was noted. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code a041001 captures the reportable event of balloon pinhole. Investigation result the returned cre pulmonary dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the body of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 37 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. It is possible that factors encountered during the procedure, such as the interaction with scope and other sharp devices during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the windpipe during a dilatation of windpipe procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon could not continue to rise as saline was faintly outflowing from the side. The device was then withdrawn from the patient and a hole was noted. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.